Manufacturer narrative:
The event is currently under investigation.

Event description:
During a labor induction procedure, the uterus balloon burst at 80 ml when injecting saline. The balloon reportedly burst in a circumferential direction. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the drawing, quality control and visual inspection, device history record, documentation, instructions for use (IFU), manufacturing instructions, and specifications of the returned device was conducted during the investigation. A physical investigation was done on the returned complaint device. A visual examination shows the uterus balloon has longitudinally split. The device is shipped with instructions for use (IFU) which states the proper warnings, precautions, and instructions for use. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the actual root cause is unknown and so no conclusion can be drawn. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.